Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Additionally, from the evaluation tab, the reproduction of the phenomenon "the image is not stable" was not confirmed, and no failure was detected. As a result, no presumed cause could be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the image on the video system center was not stable. The issue occurred, during preparation for a diagnostic tracheoscopy procedure. Which was completed using the same device. There were no reports of delay or patient harm.